Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One newport ht70 ventilator was received and the customer reported issue was not duplicated; but a different symptom was observed. After powering the unit on, the unit's display froze. Software was released in response to this issue.

Event description:
It was reported that the ht70 plus ventilator would not power off. Patient involvement is unknown. The evaluation/repair of the device has not been completed